Event description:
It was reported that 2 months prior to report the patient had a lead revision. It was noted that at the time of report ¿it¿s doing ok but could be better.¿ it was reported that the patient¿s pain is in their lower back and buttocks however they cannot get the zapping (stimulation) in their lower back. It was reported the stimulation was in their upper legs and a ¿little in their buttocks.¿ it was noted the patient¿s device is a ¿pain in the butt¿ to charge and even when they shut the device off it takes ¿all day to charge.¿ **information omitted pertaining to related event (B)(4) ¿ zapping sensation**

Event description:
Additional information reported the last time the patient was reprogrammed the stimulation was a little closer to being in the patient¿s lower back and was ¿still in her legs more than lower back.¿ the patient reported she believed her stimulation was ¿getting closer.¿

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3 9565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer additionally reported that the patient used the device very little cause it zapped more in their legs than lower back. After a while the patient quit using it. No further complications were reported or anticipated. The indication for use included chronic low back pain and spinal pain.